Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number peh585 and no non-conformances were identified. Device evaluation summary: it was returned for analysis one opened box with ten representatives samples of product code epm8735, lot peh585. The complaint issue was not received for evaluation. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported by that a patient underwent a coronary artery bypass graft procedure on an unknown date and suture was used. While suturing the anastomosis, the needle popped off the suture at the swage. The surgeon obtained attained like suture from a different box to complete the procedure. There were no patient consequences reported.